Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6949-65 defib lead implanted: 2006 (B)(6); 5076 non-defib lead implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert was triggered due to high impedances on the right ventricular (rv) lead and left ventricular (lv) lead. The leads remain in use. No patient complications have been reported as a result of this event.